Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-sep-2025, UDI#: (B)(4) b3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was adjusting the signal today, and they got the message 'internal battery low.' The agent reviewed that they would need to follow up with their healthcare provider (hcp) to get the stimulator replaced. The patient said the therapy wasn't working before, and they went in (B)(6) 2025 and replaced and repositioned the lead. The patient was told the device was supposed to last over eight years. Even after they replaced the lead, it still wasn't working. That was why the patient kept adjusting the settings. The agent asked when they noticed the therapy not working and they said it seemed like it worked at first and then just quit. The patient didn't give a date. The patient said they would have an appointment with the hcp on (B)(6). The patient said they had done all the medicines.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a fall and needed a lead revision. Caller reports during the lead revision, ins battery was ok, but 2 months later, the ins battery was low. Caller reports impedance were checked post op lead revision, but not at post op appointment. Reviewed if there is longevity allegation, to sent the ins back for analyze. Additional information was received from the patient. The caller stated that their therapy was not working and they are still seeing the battery low message. Agent reviewed message with the caller and redirected them to the hcp to further assist. Additional information was received from a manufacturer representative (rep). The rep reported that the device was still implanted. The ins being low, falls effect on implant and cause of lead revision was unknown. No further action at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.